Event description:
It was reported that while using the surgical fiber, decreased tissue vaporization was observed at 20,004 joules. The case was completed using a second fiber without further issue. There was no report of injury.

Manufacturer narrative:
The component codes fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber cap was found to be drilled through and exhibited detritus, char and devitrification. The drilled through fiber cap condition could result in a forward firing condition of the side firing surgical fiber. The root cause of the device failure was determined to be heat accumulation due to tissue contact and or technique and anatomical/procedural factors encountered during the procedure, limiting the performance of the fiber.